Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, an increase in pacing impedance was observed on the left ventricular (lv) lead. Conductor fracture is alleged but was unconfirmed. The device was reprogrammed to resolve event. The patient was stable with no consequences and will continue to be monitored.